Event description:
The physician attempted to insert the stent into the subclavian artery. The procedure was abandoned when the stent became stuck and the guide wire could not be manipulated back or forth.

Manufacturer narrative:
On completion of the investigation, a follow up report will be filed.